Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on april 26, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by (B)(6), m.d., at (B)(6) hospital in (B)(6). The complaint alleges that the filter is tilted and has caused perforation. The complaint specifically alleges that the filter is irretrievable and ¿all of the ivc filter struts perforate the ivc. One lateral strut contacts the psoas muscle and an anterior strut contacts the superior mesenteric vein.¿ argon¿s attorneys are attempting to gather additional information.